Manufacturer narrative:
Device used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from oberdorf indicated a hospital in (B)(6) reported: patient experienced a fracture of the neck of the humerus. Patient scheduled for an orif on (B)(6) 2012. During the procedure surgeon unsealed the implant and found the coating on the philos plate had come off in areas of the plate. Photo''s of the plate were taken and surgeon did implant the patient with the plate and completed the procedure. The plate is implanted in the patient''s body.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was received. The investigation is ongoing.